Event description:
Right subclavian central line attempted. Got it on first stick; wire threaded without difficulty, dilated x 2 without difficulty, cordis placed over wire, wire retrieved and began to uncoil during retrieval. The entire hook part of the wire came out but the thinner outer covering uncoiled and came out like a stretched slinky. Pulled remaining wire out slowly and steadily and the wire did not seem to break or give out. After removing wire, it was thought that they had the entirety of the wire based on how it felt coming out easily and steadily. Post line film showed piece of wire remaining.